Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet and subsequently administered glucagon for a severe low after removing the device; the user had previously been using u-200 insulin with a low total daily dose and was advised to switch to u-100 before restarting the ilet, with a functional review completed and education provided. Symptoms included hypoglycemia with dizziness, confusion/disorientation, and concern for impending seizure activity. Outcomes included an unexpected medical intervention requiring medication administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings, with insufficient information on any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.